Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 20:05:09. During night drain cycle two, the patient's ultrafiltration reading was 1119ml, indicating the home patient (hp) drained 1119ml more than their maximum programmed fill volume of 1800ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1119 ml during therapy initiated on (B)(4) 2011 at 20:05, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the 1154817 clinical hazards list. A review of the device's event log was performed for the therapy initiated (B)(4) 2011 at 20:05. Review of the event log revealed the cycle 9 drain was completed on (B)(4) 2011 at 02:02:59 and the user's actual drain volume during cycle 9 was 2674 ml. The actual drain volume of 2674 ml is 148% of largest prescribed fill volume (lpfv) of 1800 ml; therefore, this incident does not meet iipv criteria. The uf from cycle 3 was combined with the uf from cycle 2 when the device was turned off prior to completion of cycle 3. This made the cycle 2 uf appear to meet iipv criteria when it did not. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.